Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015 product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported a damaged external device. The stimulation stopped since the implantable neurostimulator (ins) needed to be charged and he was currently unable to charge the implantable neurostimulator recharger (insr), due to a broken connector pin. The patient outcome was unknown. The indication for therapy was spinal pain.

Event description:
Additional information received from the patient reported that stimulation did not step because his doctor's office had an adaptor to lend the patient until he received a new one. The patient received the replacement cord and was able to recharge his device. The loss of stimulation resolved.

Manufacturer narrative:
The dtc (serial # (B)(4)) was returned and analysis found the connector pins of the cable assembly to be broken. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.